Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and identified that the tubing was under inserted into the y connector. A functional test was performed in which solution was run through the set using gravity, and a leak from the junction of the tubing with the y connector was identified. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be a manufacturing error due to an inadequate process that did not define the insertion requirements. To address this condition, the process was updated and retraining was performed with involved operators. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked. The leak was coming from the interior injection y-site. The leak was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.